Manufacturer narrative:
The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. Processes have been implemented for this condition on the inner blade edgeform associated with this assembly. The process was initiated august 2012 and required all fabricated edgeforms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assembly was fabricated prior to the process change. The device was built to the then current manufacturing process and a review of the device history records confirmed no inconsistencies. After evaluation it was found that the root cause of the reported incident was a manufacturing issue, which has since been addressed. (B)(4).

Event description:
During a knee arthroscopy, it was reported that the blade was shedding metal particulate in the joint space. The fragments were removed by intensively flushing the joint. The procedure was completed without using a shaver blade. No patient injury or time delay reported.